Event description:
Device is at eol indication with unexpected battery behavior. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that this device was explanted in the country of oman due to eol. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned follow-up data from may 19th, 2022 and february 9th, 2023 have been analyzed. Analysis confirmed that the ICD activated the eos battery status on november 6th, 2022. Based on the available data, however, the root cause for the activation of the eos battery status cannot be determined. An analysis of the ICD would be necessary. Should the ICD become available for analysis, this report will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned follow-up data from (B)(6), 2022 and (B)(6), 2023 have been analyzed. Analysis confirmed that the ICD activated the eos battery status on (B)(6), 2022. Based on the available data, however, the root cause for the activation of the eos battery status cannot be determined. An analysis of the ICD would be necessary. Should the ICD become available for analysis, this report will be updated.